Event description:
Boston scientific crm received information that following the implant procedure, this dextrus atrial lead dislodged, and the dextrus right ventricular lead exhibited undersensing. Both leads were successfully repositioned in a revision procedure. No adverse patient effects were reported.